Event description:
During a lysis of pelvic adhesions procedure, the device initially worked, then the harmonic generator gave an error mesage. Item was removed and reinserted. Still failed. The procedure was completed with a like device. There was no pt consequence.